Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determne if the device met specification. Should further relevant details become available, a supplemenal medwatch report will be filed under the appropriate sequence number.

Event description:
The complainant has reported that the patient underwent therapeutic placement of the prefyx mesh sling. After completion of the procedure it was noticed that a perforation occurred on her vaginal wall. The patient underwent intervention with mucosal re-approximaton. The patient recovered without sequela. No additional information forthcoming.